Event description:
A user facilty reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Pt impact is unknown. Add'l info has been requested.

Event description:
The user facility provided additional info stating there was no pt impact/injury associated with this event.